Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that initially resulted positive for only one target when using the simplexa covid-19 direct assay, but negative upon repeat on the same assay and on a competitor assay (cepheid genexpert). Run analysis of the simplexa assay showed three samples that resulted as follows: sample ID (B)(6): positive orf1ab (CT = 33.4). Sample ID (B)(6): positive s gene (CT = 33.4). Sample ID (B)(6): positive s gene (CT = 34.8). All three samples were repeated the same day and resulted negative. The customer stated all three samples were tested on the cepheid genexpert after the negative simplexa results and repeated as negative on two samples (-6001 and -5901), but positive on sample -(B)(6). Sample -(B)(6) was tested a 3rd time and resulted postiive. It is likely these samples are near the limit of detection of the simplexa assay with the cts = 33-34 with only one target detected. Although it resulted negative on 2 out of 3 samples, it is known the genexpert targets (e gene, n2 gene) are different than the simplexa targets (s gene, orf1ab). The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151 lot# x10237n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing the investigation conclusion is pending the completion of retain testing that was requested on (B)(6) 2021. Follow up report 7/8/21: retains were tested on 6/17/21 with 14 ntc replicates and zero (0) false positives occurred in either target. No malfunctions occurred. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on patient samples that initially resulted positive for only one target when using the simplexa covid-19 direct assay, but negative upon repeat on the same assay and on a competitor assay (cepheid genexpert). Although the false results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result due to the discrepancy with the repeat results and the competitor assay results. No alleged harm occurred. Other than patient sample ids, other patient information and patient sample collection method was not provided.

Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on patient samples that initially resulted positive for only one target when using the simplexa covid-19 direct assay, but negative upon repeat on the same assay and on a competitor assay (cepheid genexpert). Run analysis of the simplexa assay showed three samples that resulted as follows: - sample ID (B)(4): positive orf1ab (CT = 33.4). - sample ID (B)(4): positive s gene (CT = 33.4). - sample ID (B)(4): positive s gene (CT = 34.8). All three samples were repeated the same day and resulted negative. The customer stated all three samples were tested on the cepheid genexpert after the negative simplexa results and repeated as negative on two samples (-(B)(4)), but positive on sample -(B)(4). Sample -(B)(4) was tested a 3rd time and resulted positive. It is likely these samples are near the limit of detection of the simplexa assay with the cts = 33-34 with only one target detected. Although it resulted negative on 2 out of 3 samples, it is known the genexpert targets (e gene, n2 gene) are different than the simplexa targets (s gene, orf1ab). The customer's device and suspected false positive samples were not provided for investigation. Batch record review showed the critical component, reaction mix mol4151, lot# x10237n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing the investigation conclusion is pending the completion of retain testing that was requested on 5/12/2021.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostics tests, per the conditions of authorization for this product, suspected false negatives and false positives will be reported under 21 cfr 803, as well as significant changes in expected performance characteristics. There has been no report of patient injury/death due to contribution of alleged false testing results in this event or others with this ivd; however, this is being reported conservatively in the case that if this alleged malfunction were to recur there is a non-remote potential for a patient to incur a serious injury/death. Diasorin molecular llc received a complaint alleging false positive results on patient samples that initially resulted positive for only one target when using the simplexa covid-19 direct assay, but negative upon repeat on the same assay and on a competitor assay (cepheid genexpert). Although the false results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result due to the discrepancy with the repeat results and the competitor assay results. No alleged harm occurred. Other than patient sample ids, other patient information and patient sample collection method was not provided.